Event description:
Additional information was received from a consumer (con) on 2017-apr-18. It was reported that the patient did find another healthcare professional (hcp) who was willing to see her but she could not get an appointment until (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a patient who was receiving morphine (unknown dose and concentration) via an implantable pump. A couple weeks after the pump turned 10 years old on (B)(6) 2010, the alarm started going off, the patient was at her refill and the health care professional finished the refill when the pump died as they were trying to update it, the pump had to be replaced at that time. No symptoms were mentioned. No further complications were anticipated/reported.